Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 135-141 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.